Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No excessive no delivery alarm noted. No cosmetic damage noted.

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. The customer tried to do manual bolus with and got another no delivery. The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 600 mg/dl. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did exit. The customer's asked for pump to be replaced.